Manufacturer narrative:
(B)(4). Occurrence: a complaint history check was performed and this is the 1st. Related complaint for open package seal tear drop label on lot # 8282913. A review of risk management document 149rmn-0004-01 revision 19, indicates that the potential risk of this specific reported incident (pen needle, open package/seal) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the tear drop label on the bd ultra fine¿ insulin pen needle was found open before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "event presented with the use of the genotropin needle. The green needles received are half uncapped, he does not remember how many needles were open.¿ the part that is open is the green paper that cover the needle (tear drop label)."